Manufacturer narrative:
Investigation evaluation: the device returned with the clip attached and in the open position. The device was not function tested in the endoscope, because the clip would not close with handle manipulation. The drive wire moved inside of the window, and part of the hook was visible. During a visual inspection of the clip, while it was still attached, a piece of the drive wire hook was visible near the slots for the jaws. The clip was manually removed from the distal end of the device, since deployment was not possible. The small piece of the hook inside the clip was also removed. The small hook piece matched up to the rest of the hook on the drive wire. No pieces were missing. The clip was further examined and no anomalies were found. The clip was manually closed, no anomalies were found. With handle manipulation the partial hook end exited from the sheath. A close visual inspection was performed on the distal end components, no anomalies were found. The broken drive wire is an indication that a significant force has been applied to the handle of the device in the deployment direction. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the clip would not deploy because part of the hook at the distal end of the drive wire broke off inside the clip. It is unknown how the drive wire hook broke, but it could be related to the fully retroflexed position of the endoscope. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook instinct endoscopic hemoclip. The physician was attempting to clip a healed ulcer, in the fundus of the stomach (upper part), with a visible vessel (5-6 mm) not bleeding at the time. The healed ulcer was fibrous and had a hard texture. Per the physician, this is a notorious area where a retroflexed endoscope is necessary and even if the physician is able to straighten out the endoscope a bit, it still makes some devices more difficult to operate. When the nurse tried to deploy the clip it would not detach from the catheter. The nurse reported that the tissue seemed quite hard and fibrous and the clip was extremely difficult to close. The physician tried to straighten out the endoscope a bit to get the stem [catheter] and the clip to be straight and it still would not deploy. The physician tugged on the closed clip and it came off the defect but the vessel started bleeding. They placed one more clip and it stayed on and tried a third clip which would not stay on because the tissue is so fibrous. However, the second clip seemed to have stopped the bleeding sufficiently. The patient apparently has done well since that procedure. A section of the device did not remain inside the patient¿s body. The patient required an additional clip due to the bleeding caused by pulling the clip from the tissue. According to the initial reporter, the patient experienced the reported bleeding when the clip was pulled from the defect.